Event description:
It was reported that when the patient presented to the hospital, high capture threshold was observed. The lead was found to have perforated the myocardium. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.